Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to noise on the ventricular channel of the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.